Event description:
The surgeon reports performing cataract surgery with attempted implantation of the crystalens iol in the right eye. While advancing the lens, the surgeon noticed that the lens had torn at the edge where the optic meets the haptic. The iol was removed through an enlarged incision and the wound was closed with a suture. Another crystalens iol was implanted successfully.

Manufacturer narrative:
Eval results: visual inspection of the returned lens revealed a tear throughout the optic and a tear throughout the trailing haptic plate and one tear on the edge. Also, observed entire leading haptic plate and partial portion of the optic are missing. Unable to perform dimensional measurements due to the torn condition of the lens. In addition, one retain sample from lot # 018763 was inspected dimensionally and all measurements were within specs. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Results: unable to perform dimensional measurements due to the torn condition of the lens. In addition, one retain sample from lot # 018763 was inspected dimensionally and all measurements were within specs.